Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used to treat end stage metastatic cancer within the sigmoid region of the colon during a colonoscopy procedure. According to the complainant, on (B)(6), 2011 the patient received radiation therapy, and a wallflex colonic stent was placed to relieve an obstruction within the sigmoid colon. It was reported that the stent migrated and perforated the colon. Approximately two weeks post stent placement, the patient passed away. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used to treat end stage metastatic cancer within the sigmoid region of the colon during a colonoscopy procedure. According to the complainant, on (B)(6), 2011 the patient received radiation therapy, and a wallflex colonic stent was placed to relieve an obstruction within the sigmoid colon. It was reported that the stent migrated and perforated the colon. Approximately two weeks post stent placement, the patient passed away. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.